Manufacturer narrative:
The manufacturing engineer was unable to investigate this report because samples were not made available. A recall of this device is in place, however, without lot code information or samples pertaining to this report, the engineer cannot determined what and if there is a continuing problem. Follow-up was done to retrieve more information, however, no response was received. Company feels all measures were taken to complete this investigation and that this complaint is closed.

Event description:
"It has been reported" only specific lot numbers of the 1690 model electrode ECG were recalled. In the field the experience with the remaining distributed 1690 model snap lots continue to sporadically pull out.